Manufacturer narrative:
The zenith device has completed requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings & precautions, and the correct deployment procedure. In regards to endoleaks, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occuring or lessen the associated effects; anatomical criteria, anatomical conditions, proper ballooning sites, routine patient monitoring. The provided event description states the proximal neck was "unideal". Without films, it is unknown how this relates to the indications for use. Additionally, the event description eluded to the anatomy changing over time. These could have been contributing factors to the endoleak. We will continue to monitor for similar events.

Event description:
An 82 year old male underwent initial aaa repair in 2008. The patient had original device placement of a zenith main body, two iliac legs and a main body extension. The patient's anatomy of the proximal neck was unideal. Thus, the additional placement was spot on and the graft did not move. Anatomical difficulties allowed the natural anatomy to change and allow a type ia endoleak around the main body. To resolve this, the physician placed and renu cuff in 2009. The status of the patient is unknown.